Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 189 mg/dl. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. The customer reverted to an alternate method of insulin therapy.